Event description:
Re-intubation attempted on pt, disposable laryngoscope blade malfunction, insufficient light to visualize airway. No harm to pt. Later discovered that blade was missing a small piece. FDA safety report ID# (B)(4).